Manufacturer narrative:
The complaint investigation for elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A lot search review did not identify an increase in complaint activity for the issue. Trending was reviewed and didn't identify any trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations related to the issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot 28052ud00 stored at the recommended storage condition. All specifications were met indicating that lot 28052ud00 is performing acceptably. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The review shows that the median patient result for lot 28052ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, reagent lot 28052ud00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a patient. Between dates (B)(6) 2021 to (B)(6) 2021, the results ranged from 1014 ng/l to 1492 ng/l. On (B)(6) 2021 at 6:25am the patient sample generated a result of 4157.3 ng/l, at 8:52am generated a result of 4131.9 ng/l. On (B)(6) 2021 at 8:43 the patient sample generated a result of 2929.3 ng/l. The customer sent a sample on (B)(6) 2021 to their reference lab and generated a high sensitive troponin t result of 0.014 ng/ml (14 ng/l) (reference range: < 0.014 ng/ml (< 14 ng/l)). The customer believes the troponin t result is normal and that the troponin I result is abnormal-high. The customer reran the sample from (B)(6) 2021 and (B)(6) 2021 and generated the same result as the original for architect stat high sensitive troponin-I. There was no impact to patient management reported.